Event description:
The user is stating that during a patient event, when therapy was attempted to be delivered the device did no instruct to shock the patient. The patient was resuscitated but found to be brain dead.